Event description:
Report 2 of 2: it was reported after using bd vacutainer® sst¿, the stopper was difficult to remove in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples from each lot number were visually inspected for stopper defects, and none of the samples failed inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported after using bd vacutainer® sst¿, the stopper was difficult to remove in one (1) tube. No adverse impact was reported regarding the patient or user.